Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please confirm how many devices present the pull off suture needle issue? No further information is available. Device return follow up. We regularly contact with sales rep about the device returning. No further information will be provided. The single complaint was reported with multiple devices. There are no additional details regarding the quantity of devices involved. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown plastic surgery procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was detached from the needle immediately during use, then some packages were used, but the same issue occurred. It was not a control release needle. There were no adverse patient consequences reported. Additional information was requested.